Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 90% stenosed, concentric lesion in the proximal left anterior descending (plad) artery. A non-abbott guide wire crossed the lesion and pre-dilatation was performed with a non-abbott nc 2.75 x 15 mm balloon catheter. The xience xpedition 2.75 x 38 mm was advanced but it did not cross the lesion. The device was attempted to be removed from the anatomy; however, the stent caught with the calcified lesion and it dislodged in the anatomy when the device was pulled with force. The retrieval was attempted using a gooseneck snare but it failed. The device was changed to an en snare and the stent was able to be retrieved from the anatomy. However, upon removal the stent caught the edge of the guiding catheter and the stent stretched. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail ii 7f bl3.5. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported material deformation was able to be confirmed. The reported failure to advance the device and the reported difficult to remove from the vessel was unable to be replicated in a testing environment as they are based on operational circumstances. The reported difficult to remove using a guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. Based on the reviewed information, no product deficiency was identified.